Event description:
It was reported that, the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) has been exhibiting high shock impedance out of range since implant, increasing gradually. The technical services (ts) recommended troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) has been exhibiting high shock impedance out of range since implant, increasing gradually. The technical services (ts) recommended troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.